Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-00580 and 1627487-2021-00582. It was reported the patient never experienced effective therapy. As result, the patient¿s dorsal root ganglion system was explanted. There were no complications during the procedure.